Event description:
Upon review/inspection of returned product. Instead of a cover screw, there was a hc333 stuck to the implant. On (B)(6) 2025 doctor confirmed that there was a hc333 stuck to the implant, as per inspection results. ---- original description: doctor reported that when taking impressions cover screw could not be disengaged from implant at tooth site 13, so that implant came out together with cover screw. Patient referred pain. Doctor performed suture.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown / not provided h4: device manufacturer date unknown / not provided zimvie received one (1) hc333 (heal collar 3.5x3.5, 3mm) for evaluation. Visual evaluation was performed, the implant had signs of use. A cover screw wasn¿t attached to the implant. There was a hc333 stuck to the implant. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hc333 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : does not disengage/release. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. A hc333 was stuck to an implant and couldn¿t be removed. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.